Manufacturer narrative:
The device was received with tamper seal broken on bottom case and handle broken off, chipped out and cracked was found on both front corner of top case, cracked on right plunger case and missing rubber foot. The device history log showed a motor rate error. The device was tested using an occlusion test. During testing the motor rate error was found during occlusion test. The root cause was a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Normal wear, (B)(4) was manufactured in 2007. The tech replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.